Event description:
Customer reported the device kept alarming weak battery alarm. Customer's blood glucose was 264 mg/dl. While troubleshooting it was noted the device had alarmed battery out limit, weak battery, and no delivery. Customer declined further troubleshooting and requested a new battery cap. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.